Event description:
The customer alleged they received questionable total bilirubin and direct bilirubin results on their c501 analyzer. The customer provided data for four patients, one of which had a discrepant total bilirubin result that was reported outside the laboratory. The patient's initial total bilirubin result was 0.60 mg/dl. The result was auto-verified and it was reported outside the laboratory. The nurse called the laboratory questioning the result. The sample was repeated and the result was 13.9 mg/dl accompanied by a data flag. The sample was repeated again and the result was -0.01 mg/dl accompanied by a data flag. The sample was repeated a third time and the result was 13.75 mg/dl. 13.75 mg/dl was considered correct and issued as a corrected report. There were no adverse events. The total bilirubin reagent lot number was 68579401 and the expiration date was 09/30/2014. The field service representative went on-site but could not find the cause. He replaced the vacuum lines and rinse lines as a precautionary measure. He verified the gear pump pressure and rinse levels. He checked the rinse stations. He verified the sample probe alignment. He ran a precision check and everything passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided.